Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that hycamtin leaked from between the bd phaseal¿ protector (p14) and vial during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about chemo leakage from the connection to the protector. According to the customer's report, during preparation of hycamtin, the fluid leakage from the connection between the protector and the vial was observed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-nov-2022. H6: investigation summary: the product involved in the reported incident was provided to our quality team for investigation. Through visual inspection, no damage or defects was observed on the products. It was noted the protector needle penetrated the vial stopper incorrectly, piercing the stopper off center, the needle angled to one side. Functional testing was performed and no leakage outside the system was observed, however, fluid was noted to be inside the expansion chamber. Product undergoes visual and functional evaluations throughout the manufacturing process, including leakage testing and verification all critical dimensions are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that hycamtin leaked from between the bd phaseal¿ protector (p14) and vial during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about chemo leakage from the connection to the protector. According to the customer's report, during preparation of hycamtin, the fluid leakage from the connection between the protector and the vial was observed."